Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, "do not use in patients for which the guide is not intended."

Event description:
It was reported the personalized cut guide used during an initial shoulder arthroplasty was manufactured for a different patient. No patient consequences have been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.